Event description:
It was reported that the customer was treated for hyperglycemia twice during the first month she used the insulin pump. The customer's blood glucose reading was 41 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.